Event description:
As reported by the user facility: "fyi... B braun pump s.n. #(B)(4) barcode jnv0616kcl 40 meq/100 ml at 50 ml/hr. Pump stated 96 ml infused, no alarm sounded, but kcl bag still full." Reference MFR # 9610825-2014-00116.